Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and power error detected on insulin pump. The customer blood glucose level was 500 mg/dl. The customer states they got power error detected. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. Customer declined troubleshoot for high blood level. The insulin pump will not be returned for analysis.